Manufacturer narrative:
Investigation ¿ evaluation: the investigation performed for this complaint report included a review of complaint history, the device history record, documentation, drawings, manufacturing instructions, quality control data and specifications. No issues were identified that are related to the reported complaint. A visual inspection and functional testing of the returned device was also conducted during the investigation. One device was returned for evaluation. The device was returned with the handle in the closed position. The basket formation was partially closed. The collet knob is tight and secure. The male lure lock adaptor (mlla) is tight. The polyethylene terephthalate tubing (pett) measures 3.5 cm in length. Visual examination noted the support sheath is bowed at the nose of the mlla. The damage was noted in the basket sheath. A functional test noted the handle actuated the basket formation to the open position, but the basket formation does not close completely. The cannulated handle is bent where the support sheath is bowed. The handle was disassembled. The basket formation can be manually actuated to open and closed positions. The bend in the cannulated handle may have inhibited the proper function of the device. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record found no non-conformances associated with the complaint device lot number. A review of complaint history found this to be the only complaint associated with product lot number 7264947. The returned device was found to have sheath damage near the handle, which prevented the basket from fully closing when the handle was operated. Devices are 100% inspected for function and integrity before packaging. The instructions for use does contain cautions on removal of the device from the packaging and use of excessive force. With the available information, the root cause of the event could not be determined. Measures have been initiated to address this failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The user facility reported, during a cystoscopy retrograde pyelogram the ngage nitinol stone extractor basket did not deploy properly. The basket would not close after it was opened. This device was removed and the physician used another device from another lot. This basket too would not deploy properly. A third device of the same was used to complete the procedure with no further difficulty. There were no adverse consequences to the patient because of this occurrence. MFR. Report 1820334-2017-03506 captures the first basket that was reported to not deploy properly. The second basket that did not deploy properly has been reported in MFR. Report 1820334-2017-03507.